Event description:
It was reported that the patient fell rearward from their chair while in the exercise room of their nursing home, that no one else was present when the pt fell, and that the chair was found with one pushcane broken. It was also reported that the client was sent to the hospital for evaluation, was going to be discharged to return to the nursing home, but then remained in the hospital and passed away approximately two weeks later.